Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. However, it is likely the angle knob leaked and flooded inside the device due to improper user handling causing damage to the electrical components which resulted in an e315 error code. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the reported issue (leakage from bcu) was confirmed. It was observed there was a leakage from the angle knob, resulting in immersed and corroded control section. In addition, service found the device was displaying a b30 error code due to water invasion in the scope connector. The switches were out of function, the protector was aged, and the bending angle was out of specification. The electrical connector was immersed and corroded. The light guide tube was wrinkled and aged with coating peeling off. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error) and there was a leakage from the body control unit (bcu). The reported issue occurred while reprocessing the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of e315 error code.